Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section h imdrf annex f. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was shutting down intermittently. A field service engineer (fse) found that the uninterruptible power supply (ups) was alarming, and the battery had failed to charge. The fse replaced the battery and verified that the system was operational. The customer confirmed that the system was functioning properly after the replacement. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ anesthesia station es system was keeps shutting off during a case. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the bd pyxis¿ anesthesia station es system was keeps shutting off during a case. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this incident.